Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. The reporter contacted animas, alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: during investigation, the battery compartment was found to be undamaged and a test cap could fit securely. The pump powered up with auditory and vibrations to a blank screen. The reported ¿blank screen¿ was duplicated. The audio bolus button cover was found to be torn. The pump¿s cover was removed to inspect the printed circuit board and it was found that the u22 eeprom components were cracked. A unity test code downloader tool application v 1.0.0 was used to upload test code v 1.0.7 to master/slave/periph processors. The upload was successful, the pump powers up and display just ¿msp¿ instead of ¿msp2¿. (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure is conclude.